Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been experiencing low blood glucose (bg) levels reaching 43 mg/dl on multiple occasions. Contact stated that the customer has recently had bladder surgery and believes low bg's are due to the basal rate being set too high. Customer consumed glucose tablets and food to stabilize bg levels on each occasion. Tandem technical support guided the customer through adjusting their basal rate.